Event description:
It was reported by a patient family member that the patient was upset because of all the "failed implants." Follow-up with the physician's office revealed the patient was not in their system and may be followed elsewhere. No additional information could be obtained. The patient stated "(nothing is) implanted anymore." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.